Event description:
It was reported that the customer did not see drops of insulin at the end of tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue independently by changing the infusion set and cartridge, and successfully resumed insulin delivery.